Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the glucocard expression meter was giving high readings. Customer feels the meter is not reading accurate because it gave her a really high reading on (B)(6) of 566. She was feeling sleepy and sick so her mother decided to call an ambulance. The paramedics arrived 20 minutes later to take her to the hospital. On the way there they tested her glucose and it was 184. No treatment was provided. She was instructed to see her primary doctor and went home. Customer stated she has copd and has to take oxygen every night; I did let her know that the oxygen could interfere with the readings. Customer said she couldn't afford another meter and I did advise to contact her doctor for alternate meters. Caller then said she will keep the meter and once she is off the oxygen she would be able to use it. I did let her know that we will need meter back for testing and will send a pre-paid label for her to send meter back. Contacted caller back to explain we will be sending her new meter and strips to replace her current product. She mentioned that she will be on oxygen temporarily and she will wait until she is completely off oxygen before using the meter.